Event description:
It was reported the devices were used during a cystectomy with ileo-conduit. It was reported the ez45g stapler reportedly did not fire properly formed staples. Unformed staples fell out of jaw into pt and were retrieved. Also during the case firing trigger of an ez45b broke off the stapler while being fired. Also during the case the tlc55 stapler was fired but could not complete its cycle because if locked out prematurely. The procedure was completed with suture. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50547. H6; damaged firing mechanism. Endopath thoracic endoscopic linear cutter with safety lock: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred.